Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Unopened representative samples were returned for analysis. During the visual inspection of the samples, no defects were found on the package. The samples were opened and the swage and attachment area of the needles were as expected. The sutures were dispensed without problems and examined along of the strand and no defects or suture breakage were observed. A functional test was performed and the tensile force were above the minimum requirements. Per the condition of the representative sample, no performance - breakage suture was found on the suture and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, suture was breaking. There were no adverse patient consequences. No additional information was provided.